Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were unable to be reproduced during evaluation; however, air in line alarms were verified through a review of the event history log. Visual inspection found cracks in the upstream sensor flex tail which was determined to be the cause of the reported air in line alarms. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.